Event description:
Information was received from a health care provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient had a return of pain. There system was explanted, and the issue is ongoing. Additional information was reported that the patient is still in pain, but he is seeking other therapies to address it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.